Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited high capture thresholds. The lead was not used and a new lead was implanted. The patient was fine and the procedure ended well.